Event description:
It was reported that log files were submitted since the patient was confused and disconnected their driveline leading to pump stop on (B)(6) 2024 morning. Log files confirmed on (B)(6) 2024 at 4:25:57, driveline disconnected events. The driveline was reconnected about 4:59:44 and the pump started up. Also, the log contained on (B)(6) 2024, low flow estimates as well as sustained low flow hazard events through the remainder of the log file. In addition, the log file captured on (B)(6) 2024, a series of power cable disconnected and low power advisory events. The events appeared to be caused by power to the mobile power unit (mpu) being briefly interrupted. The patient passed away due to end stage heart failure. The patient was on comfort measures, and the patient expired once the pump was turned off. The outcome was not considered to be device/therapy related. An autopsy would not be performed. The pump would not be explanted. It was unknown if the mpu had a v-lock connector on the ac power cord. The ac cord did not come loose at the wall outlet or from the back of the unit. There were not any known environmental circumstances that would have affected ac power at the time of the event. The mpu was not removed from service.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the reported event date of 31jul2024 was reviewed. The driveline was disconnected at 04:24:57 and was not reconnected until 04:59:48. The pump ramped up to the set speed without any issues once the driveline was reconnected. The pump maintained a speed within the low-speed limit without any issues while the driveline was connected. The data in the log file did not indicate any issues with the system controller. The system controller was not returned for analysis. Additional information provided communicated that the driveline was mistakenly disconnected by the patient. The root cause of the reported event was determined to be due to the driveline being accidentally disconnected from the system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 19dec2017. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook (rev. D) section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that patient disconnecting the driveline, contributed to the patient's death.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.